Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced irritation around insertion site. Patient claimed the irritation looked like bumps. Patient sought medical advice and medical professional advised that patient contact dexcom. No medical intervention was required.